Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the alarm occurred when the customer was in an airplane with normal pressure in the cabin. The cartridge was changed in an attempt to clear the alarm. Reportedly, the customer had an alternate method of insulin delivery available.